Event description:
It was reported by the patient's caretaker that the previously working remote monitor was no longer receiving power. The monitor was attempted to be reset, and another power outlet was tried. A replacement power cord was being sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.